Event description:
The customer stated that he was hospitalized with high blood glucose levels over 1000 mg/dl. The customer also stated that he had been hospitalized several other times last year for the same reason. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to run the high pressure test. The customer mentioned that he had an infection at the insertion site when he was hospitalized. The customer also mentioned that the canulas are usually bent when removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.